Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2008. It was reported on (B)(6) 2011 that during revision for lead migration (refer to MDR# 143413-2011-3349) the sjm rep could not communicate with the ipg even-though communication was working prior to surgery. Md decided to replace 3788 with another 3788, and communication with replacement ipg was successful. It was found that there has been problems communicating with the ipgs in this facility and suspects the fluoro machine is causing the issue. No further info is available at this time.